Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 240 mg/dl (aviva) and 94 mg/dl (compact). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This case, with (B)(6) (aviva meter), is related to case with (B)(6) (compact meter).